Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. However, confirmed the pump alarmed battery cycle 3.0 received the low battery alert (104) on 09/03/2025 21:10:00 after more than 7 days at 17.27 days. Battery cycle 2.0 received the low battery alert (104) on 08/17/2025 14:40:00 after more than 7 days at 19.27 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. These alerts are expected and occur during normal pump operation. However, pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, pcb1 and pcb2 boards. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube). Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Confirmed cracked case battery tube. Confirmed moisture damage to motor assembly, pcb1 and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was broken, the pump was exposed to moisture, and pump stopped working. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues and the customer reported display issues and the customer stated that no damage to the battery cap or compartment. Troubleshooting was performed for damage and the customer reported damage to the battery tube side. The customer also reported that the pump functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned.